Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Issue was not able to be replicated. Analysis was inconclusive and probable cause was unable to be determined.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that surgeon was inaccurate. There were no concerns with registration, accuracy was verified. After making incision, surgeon noted inaccuracy of 2-4 mm. Surgeon opted to abort navigation. Manufacturer representative noted that emitter was further than normal from patient's head. There was no impact to patient. There was a reported delay to the procedure of 5 minutes due to this issue.